Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, bone/tissue damage, elevated metal ion levels and adverse reaction to metal debris. Review of invoice history confirmed the modular head was removed and replaced. Patient's legal counsel further reported patient underwent a second revision on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05405 / 05406).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-05405 / 05406 and 1825034-2014-01255).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6), 2012 due to patient allegations of pain, bone/tissue damage, elevated metal ion levels and adverse reaction to metal debris. Review of invoice history confirmed the modular head was removed and replaced. Patient's legal counsel further reported patient underwent a second revision on (B)(6), 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes indicate presence of grayish-stained synovium and a roughened area on the trunnion during the (B)(6), 2012 revision. In addition, operative notes from the (B)(6), 2012 revision report the polyethylene articulated ball was floating in the wound. The cup, head, and liner were removed and replaced.